Manufacturer narrative:
Device evaluation: visual analysis of the photos identified an opening. Device patch with lot number 112652. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "MRI has demonstrated intracapsular implant rupture". Patient has breast cancer, "enhancing mass in the upper right breast drapes around the implant, and presumable represents the described carcinoma... The margins are irregular and nodular", "palpable mass in the upper inner right breast is rather poorly defined and quite extensive", which is not device related. The device remains implanted.